Manufacturer narrative:
Device evaluation summary: device evaluation of belt sn (B)(4) has been completed. The reported problem (service code 204-belt unusable) was confirmed. Upon investigation, the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to multiple broken wires (brown -5v, green +3.3v, yellow pgnd, and black main_batt) in the trunk cable. The root cause for the broken wires was excessive force. No adverse event resulted from the damaged belt.

Event description:
A us distributor contacted zoll to report that electrode belt sn (B)(4) was causing a service code 204 (belt unusable).